Event description:
Caller reported 3 or 4 times the infusion set came unstuck with a resulting loss of insulin. No adverse event was reported. A request was made for the return of the product, replacement sent.

Manufacturer narrative:
The event occurred in (B)(6).